Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, the power output of the unit fluctuates between 0 and 80 watts. Although the output is inconsistent, the complainant noted that the unit does give an audible signal to indicate that it is being triggered to fire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, the power output of the unit fluctuates between 0 and 80 watts. Although the output is inconsistent, the complainant noted that the unit does give an audible signal to indicate that it is being triggered to fire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device was visually and mechanically inspected, revealing no anomalies. An electrical evaluation of the device found no issues; the device passed all evaluation protocols. The condition of the returned device was not consistent with the complaint of fluctuating output; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.